Event description:
ICU patient taken for MRI with current infusion of norepinephrine; the staff intended to switch the patient to an MRI compatible IV pump to continue the norepinephrine during the procedure. When the nurse initially switched on the IV pump, it displayed "critical error 134" and channel a was found to be inoperative. After the device was restarted, the critical error no longer displayed, but channel a continued to be inoperative. Channel b was successfully programmed to infuse the norepinephrine at the indicated dose. The IV pump was started and it was abnormally loud during operation. After approximately 1 minute, the patient went into v-tach and became hypertensive. The IV infusion was immediately ceased and the patient was returned to the ICU, thereby aborting the test. The patient quickly regained normal sinus rhythm and blood pressure.an immediate test performed on the IV pump indicated that the correct dosage of norepinephrine was delivered to the patient as programmed. A follow-up test confirmed that the dosage was appropriate. It was determined that while the channel b pump was noisy, it was working accurately.